Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4): device not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced bloody vaginal discharge, pain in low back, weakness, green odorous discharge, multiple urinary tract infections, voiding dysfunction including urgency, frequency, leakage, nocturia and right and left pain diagnosed as interstitial cystitis. The patient was prescribed estrace, premarin, diflucan, lortab and bactrim.